Event description:
Surgeon reported that a 3.5 mm lcp proximal humerus plate broke and the pt was revised with another plate. Surgeon reported the fracture had gone to non-union.

Manufacturer narrative:
Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.